Event description:
Perclose at was used to close the site of a cardiac catherization. The patient discharged to home 6 hours post procedure. Readmitted 41 hours later and treated for infection. Groin infection for methicillin resistant staphylococcus aureus (mrsa). Incision and drainage and culture of site performed four days later. Wound vac was placed on groin and the patient appeared to improve, but subsequently the patient's condition deteriorated. The patient expired seven days post admission to the hospital.